Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was weak when they woke up around 10:30am. They checked the dexcom app and it was 52 mg/dl. The patient went to the kitchen to get juice but ended up passing out and hit her head on the table. The patient's child called 911 around 10:45am. While waiting for paramedics, the child provided the patient glucagon while they were unconscious. When the patient regained consciousness, they drank mago juice. The child checked a bg and it ws 263 mg/dl. When paramedics arrived, they did not provide any additional treatment as the patient was alert and responsive and felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer complaint was confirmed due to inaccurate cgm values were found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weight - correction. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H10: corrected data.